Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device cannot be turn on. Display stuck on white screen after startup. No patient involvement.